Event description:
It was reported that the arctic sun device had water leaks during usage. The device had been replaced. Stated that the faulty device was under investigation and pump hours were 846. Per follow up information received on 01oct2021, the treatment was completed. There was no impact to the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined as the issue was unable to be duplicated during evaluation. The device was evaluated and the reported issue was not able to be duplicated. No repairs were made. The device underwent functional testing and passed all applicable tests. The device history record review was not required as the reported event was unconfirmed. The labeling/packaging review was not required as the reported event was unconfirmed. The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had water leaks during usage. The device had been replaced. Stated that the faulty device was under investigation and pump hours were 846. Per follow up information received on 01oct2021, the treatment was completed. There was no impact to the patient.